Manufacturer narrative:
The field service engineer (fse) confirmed what the customer had reported. To resolve the issue the fse adjusted the low flow rate and realigned the lasers. Bec internal identifier (B)(4).

Event description:
The customer reported getting frequent blue laser warnings and unexpected mean variability on patient samples that were run on the navios flow cytometer. Questioned results were generated but not reported out of the lab. Patient samples were rerun on another instrument and those results were considered correct. There was no reported death, injury or change to patient treatment.